Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital with a fever and chills with noted recurrent falls and weakness. The patient tested positive for bacteremia and was treated with zosyn and vancomycin for presumed sepsis likely from the ICD implant site. The implant procedure occurred approximately two months prior. Urine analysis revealed white cells and bacteria present and urine cultures were positive for infection. The patient became hypoxic and encephalopathic; then suffered a ventricular fibrillation arrest in the ICU. Hyperkalemia was also noted. Emergent dialysis was performed. A significant drop in the patient¿s heart rate and blood pressure occurred despite medical therapy attempts; however, the patient passed away. The documented cause of death was overwhelming septic shock due to staph aureus. The product has not been returned.